Event description:
The customer reported that the system was not saving patient images and that random images were appearing on the screen that did not belong to the current patient. No injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was replaced. The system was then found to be operating as intended.